Event description:
Patient's mother reported that her son had a low blood incident that occurred today. Mother stated the patient took his blood glucose at 12:00pm and received 196 mg/dl and then took his novolog as normal based on carbs he was going to eat for lunch, 6 units. Mother reported the patient felt normal. Mother stated the customer began to feel bad around 3:30 pm with symptoms of feeling weak and incoherent; she then began checking her son's blood glucose, because he was too weak and incoherent to take it on his own. Mother checked her son's blood glucose readings at the following time: 3:31 pm - 119, 3:43 pm - 111, 3:44 pm -209, 3:51 pm - 115, 3:53 pm - 74, 3:53 pm -309, 3:54 pm - 172, 4:05 pm -63, 4:06 pm - 61, 4:06 pm -63, 4:20 pm - the patient checked his reading on his grandmother's aviva meter and received 66 mg/dl. Mother stated she gave her son orange juice immediately after getting the reading of 66 mg/dl. Mother reported the patient would not have been able to self-treat, because he was too weak. The patient was able to drink the orange juice on his own, and felt better and became coherent within 15 minutes. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.